Manufacturer narrative:
Patient was tested with lumiradx sars-cov-2 ag test on (B)(6) 2021. Secondary testing performed on the lumiradx platform produced a positive result. Confirmatory testing was performed via polymerase chain reaction (pcr). The confirmatory test result was negative. A review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in severity of moderate, as follows:delayed diagnosis leading to delayed treatment of the true cause of the patient's symptoms. Unnecessary isolation. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: qc testing is performed on all lots of this product at the time of manufacturing and only lots that meet specifications are released for distribution. Reports of discordant results will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events. The receipt of any new information pertaining to this event will be submitted in a follow-up medical device report.

Event description:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual symptomatic patient.